Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "echocardiography-guided determination of reliable atrial pacing in a patient with congenital heart disease." Heart rhythm case reports 2020;6:445¿447. Doi: doi.org/10.1016/j.hrcr.2020.04.007. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding atrial pacing in a patient with congenital heart disease. The article reports a patient with a right atrial (ra) lead that exhibited high thresholds. The lead was reprogrammed and appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.